Event description:
When pulling the extension through the carrier, the carrier popped off and lodged in the pt's neck and had to be retrieved and removed. It had broken off close to the incision site and it was stated that there "wasn't much issue." A new carrier was used to complete the case. The defective piece of the carrier, the head/connection piece, was thrown away and will not be returned for analysis. The pt was successfully implanted.

Manufacturer narrative:
(B) (4).